Event description:
It was reported that the patient experienced pocket pain at the implantable pulse generator (ipg) site. The patient underwent a procedure where the ipg was moved more caudal. The patient is expected to fully recover.